Event description:
It was reported that during a supply change with a teflon infusion set on the ilet, the user delayed the change, experienced sustained hyperglycemia with a highest blood glucose of 400 mg/dl, and during site replacement the cannula deployed and then dislodged when the applicator was removed. Subsequent attempts failed to adhere because the adhesive backing was not removed, after which the user correctly removed the adhesive and needle guard, inserted a new set, and resumed insulin delivery with glucose later at 221 mg/dl. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or lasting impact. Investigation included user interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem, and improper or incorrect procedure related to infusion set handling, with the implicated component being the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.